Event description:
It was reported that during a remote device data review, the physician noted an alert for a high, out-of-range (129 ohms) shock impedance measurement from this right ventricular (rv) lead. Boston scientific technical services (ts) was contacted for review and recommended diagnostic imaging, provocative maneuvers, and potential commanded shock test to assess the rv lead integrity and placement. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.